Event description:
Records reviewed by hospital, identified an increase in the number of bronchial infections caused by pseudomonas. The customer identified an olympus bp-p240 scope that was processed in the steris system 1 as a possible source for the infections.